Event description:
Additional information: patient was injected with juvéderm ultra xc using the packaged needle. The needle disengaged while gently injecting into the bottom lip. The remaining product was wasted and the patient was covered with hyaluronic acid and was in shock and "horror." The healthcare professional was also shocked and surprised. There were no physical injuries.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm ultra in the upper lip. Then when they went to inject the lower lip, the needle suddenly disengaged. There were no reported injuries.